Event description:
Philips respironics-CPAP dream station 1. My machine was part of the recall. The replacement dream station2 that I received was clearly not, nib condition. Out of the box it just seemed, off. Following one week of therapy with this machine a noticeable sheen appeared on top of the remaining water following a nights use. During the week I noted that each morning I awoke with a sore throat. My initial thought was that possibly the therapy settings weren't correct with the new machine, thus causing the sore throat. Once noticing the oil like sheen I discontinued use, subsequently, the sore throat symptoms were relieved. I now have no therapy device nor can I get one due to supply shortage. Aside from the previous cancer risks from each of the above mentioned machines. As I now have no CPAP machine, I am seriously concerned about the extent of damage to my heart valves that may result from recurrent untreated obstructive sleep apnea. FDA safety report ID# (B)(4).